Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was an unstable connection of the power cord with the subject device. As stated in the instructions for use, as a preventive measure, "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result."

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and performed an onsite evaluation/repair of the suspect device. During the evaluation, a loose power cord was identified, causing the unit to power off and on. To resolve the problem, the fse secured the power cord to a cart, upon which the unit was installed. In addition, the suspect device has been returned to olympus for further evaluation. At this time the in-house evaluation has not been completed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error message was continually appearing on the monitor during the procedure. Upon evaluation of the suspect device, by an olympus field service engineer, it was determined a power cord was not fully connected, causing the unit to power cycle off and on. This report is submitted for the power cord malfunction. As this was found during service, there was no patient involvement. Due to the problem occurring during the combined use of the olympus, model clv-190 and olympus, model cv-190, this is report #2 of 2.